Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. It was found that the lead resistance measurements failed as the lead exhibited a fracture conductor. The fracture was 14 mm from the terminal end. Damage was likely attributed to the implant and explant procedure. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the lead impedance was greater than 3000 ohms and no capture. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. At this time, this rv lead was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the lead impedance was greater than 3000 ohms and no capture. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.